Event description:
The customer's mother reported via phone call that the customer's insulin pump was exposed to water. The customer's blood glucose was 509 mg/dl. Customer's blood glucose was treated with a manual injection. The mother stated the insulin pump was dropped into the toilet. The mother also stated a constant tone was occurring on the insulin pump and a blank display occurred after the moisture exposure. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.